Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an infusion error. An infusion of epinephrine was setup for an infant with a tetralogy of fallot in anesthesia mode. The epinephrine infusion was left paused for an extended period while the pump was in anesthesia mode. After some time, the pump was changed out of anesthesia mode and the epinephrine infusion was incorrectly started. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a programming error - inappropriate restart infusion after using anesthesia mode. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an infusion error. An infusion of epinephrine was setup for an infant with a tetralogy of fallot in anesthesia mode. The epinephrine infusion was left paused for an extended period while the pump was in anesthesia mode. After some time, the pump was changed out of anesthesia mode and the epinephrine infusion was incorrectly started. There was patient involvement, but the outcome is unknown.